Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 mixed tricuspid regurgitation (tr) for a triclip procedure. During device preparation of the triclip steerable guide catheter (tsgc) that the hemostasis valve was leaking. Troubleshooting was preformed unsuccessfully per IFU. A replacement tsgc was selected and advanced within the patient. Two triclips were successfully implanted and the procedure was discontinued. The final tr was grade 1. There were no adverse patient events or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported leaking valve was confirmed via device analysis. Additionally, it was observed that the sgc hemostasis silicone valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, the cause of the observed torn valve was unable to be determined. The reported leaking valve is due to the observed torn valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.